Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Hence, not explanted. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position and in good condition. The pushrod was observed that overrides the lens in the cartridge, in was observed in its correct orientation. Residues of viscoelastic material and material looks like body fluids were observed on cartridge. The cartridge tip was observed deformed and crack. The lens was observed stuck in cartridge. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was not verified. However, cartridge tip deformed/crack was identified on sample returned. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded intraocular lens device broke/ cracked. There was patient contact only with the cartridge. The event was observed while inserting into the eye and the procedure was completed using another lens of same model and diopter. The patient has recovered. No further information was available.